Manufacturer narrative:
(B)(4).

Event description:
It was reported by the user facility's biomedical engineer (biomed) that the power was out to the cooler heater unit. No other details regarding the nature of this event were provided.

Manufacturer narrative:
(B)(4). Per follow-up with the user facility¿s biomedical engineer (biomed) on 17-may-2016: the biomed had no knowledge of patient infection that may be associated with the cooler heater unit; the ice block is defrosted after each case; there was no fault indicator lights illuminated; and the water was not cloudy or discolored. The reported issue was confirmed. The field service representative (fsr) verified the unit had no power, unit would not start up. After the fsr tested the unit he found that the hospital installed outlet plug had a loose connection creating an open circuit and no power to the unit. The fsr reinstalled the plug connection and tested the unit. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Updated information: the reported issue occurred during set-up of the device for a cardiopulmonary bypass procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.